Manufacturer narrative:
UDI: (B)(4). The expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during a a meniscal repair procedure on (B)(6) 2021, it was observed that the first implant on the truespan meniscal repair system peek 12 degree device did not deploy or insert into the meniscus when the trigger was pulled. The implants got trapped inside the gun. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that pulling the trigger to fire the first implant does not deploy or insert into the meniscus. The implants get trapped inside the gun. The complaint device is not being returned, therefore unavailable for a physical evaluation. However, photos and video were provided. Upon visual inspection of the photos, it appeared that the implants and suture were not deployed. In the video, a loud sound could be heard when activated the trigger. This sound appeared to be related when the trigger breaks. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. Hands on analysis should observe the condition of the internal mechanism of the gun and provide the evidence necessary to determine a specific root cause. Based on the video, this complaint can be confirmed. This type of issue was reviewed before with the manufacturer, based on the information, the process of the truespan have two phases where the deployment gun is checked (the step of applier functional testing and the implant system routing check), this test guaranties the applier has been properly assembled and is functional. This information correspond to a process control and it is the appropriate document to use to guarantee that this issue can¿t have happened during manufacturing process. The possible root cause for the reported failure could be related when feel a resistance and excessive force could have caused stress on the handle thus causing the handle mechanism to break. However, given the evidence we cannot discern a definitive root cause for the reported failure. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported that pulling the trigger to fire the first implant does not deploy or insert into the meniscus. The implants get trapped inside the gun. The complaint device is not being returned, therefore unavailable for a physical evaluation. However, photos and video were provided. Upon visual inspection of the photos, it appeared that the implants and suture were not deployed. In the video, a loud sound could be heard when activated the trigger. This sound appeared to be related when the trigger breaks. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. Hands on analysis should observe the condition of the internal mechanism of the gun and provide the evidence necessary to determine a specific root cause. Based on the video, this complaint can be confirmed. This type of issue was reviewed before with the manufacturer, based on the information, the process of the truespan have two phases where the deployment gun is checked (the step of applier functional testing and the implant system routing check), this test guaranties the applier has been properly assembled and is functional. This information correspond to a process control and it is the appropriate document to use to guarantee that this issue can¿t have happened during manufacturing process. The possible root cause for the reported failure could be related when feel a resistance and excessive force could have caused stress on the handle thus causing the handle mechanism to break. However, given the evidence we cannot discern a definitive root cause for the reported failure. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.,according to the information provided, it was reported that the pulling the trigger to fire the first implant does not deploy or insert into the meniscus. The implants get trapped inside the gun. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received provided by customer. The complaint device was received and inspected. The sleeve was cut to see the internal condition; as a result, the implants and suture were received along with the needle, they were not deployed. When test its functionality, it was also observed that the trigger was loose, in that there was no tension on the handle from the spring. Therefore, the gun was opened, and it was found that the initial part of the trigger was broken and disconnected from the firing spring, it indicates that the internal mechanism of the handle was not working. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. No information was provided on how or when the failure has occurred, therefore a definitive root cause could not be determined. This type of issue was previously reviewed with the manufacturer, based on the information received, the process of the truespan have two phases where the deployment gun is checked (the step of applier functional testing and the implant system routing check), this test guaranties the applier has been properly assembled and is functional. This information correspond to a process control and it is the appropriate document to use to guarantee that this issue can¿t have happened during manufacturing process. The possible root cause for the reported failure could be related when not inserting the needle to the proper depth for deployment which have caused that the implant not be deployed as intended which could cause stuck. When attempted to fire the implant against the tissue, it can feel a resistance and excessive force could have caused stress on the handle thus causing the handle mechanism to break. However, given the information provided we cannot discern a definitive root cause for the reported failure. As per IFU, for the needle insertion, it is necessary use a calibrated probe, measure the width of the meniscal tissue to help insert into the joint. Set the adjustable depth stop to minimize tissue penetration depth. Also, during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging tissue. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.